Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the device was explanted on (B)(6), 2015 due to cholesteatoma growing around the device. The device is not available for analysis.